Event description:
It was reported that during preparation of an angioplasty procedure the balloon protector allegedly could not be removed from the balloon. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The sleeve was present on the balloon but partially removed from it by approximately 8mm. The sleeve was removed without difficulty during the evaluation. The sleeve inner diameter was measured with pin gauge sets and was compliant. A break at the taper point of the balloon at the proximal bond was confirmed. The inner was also stretched from the break area to the outer shaft for a length of 53mm. One video file of thirteen seconds duration was provided. A hcp was shown holding a catheter with both hands. It would appear the outer shaft was not attached to the balloon. The hcp was seen demonstrating the attempted removal of the sleeve from the balloon. The sleeve is been held between the forefinger and thumb of the right hand approximately one third distance from the sleeve end while the left hand is shown holding the proximal end on the balloon between the forefinger and thumb. From this set-up the hcp was likely squeezing the sleeve onto the balloon preventing the sleeves removal and resulting in the break of the device. Therefore, the result of the investigation is inconclusive for the reported failure to remove balloon sleeve issue. The damage to the device - the balloon and the stretched inner suggest that user handling (excessive force) was responsible for the damage, likely occurring during the removal of the sleeve during device preparation. The root cause for the reported failure to remove balloon sleeve issue could not be determined based upon the available information received from the field communications, device evaluation and image review. Labeling review: the instructions fore use for this bantam otw device was reviewed and the following sections are applicable. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation. Remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.